Event description:
It was reported that the pump potentially under infused or over infused. Pump alarmed low volume. Rate was 2.2 ml/hour, total reservoir volume was 100 ml, and 99 ml was given. There was patient involvement and no patient harm/adverse was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.